Manufacturer narrative:
Manufacture narrative: the reason for this complaint was a primary surgery reported as broken screw while inserting. The healthcare professional was present in the surgery and was able to source a suitable replacement device after the incident implant's packaging showed signs of damage. The event occurred during surgery, near the patient. There was a thirty (30) minute delay in surgery but the surgery was completed as intended. The devices were inspected prior to use and were deemed acceptable for use based on their appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. A review of customer complaints revealed two complaints with similar issues. However the customer complaint history of the reported devices showed no present trends or on-going issues that are needing review. The root cause of this complaint is due to the glenoid head retaining screw broke while inserting. Cross-threading or failure to use the torque-limiting driver properly can contributed to this scenario. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. RMA examination: the reported instrument was returned to djo surgical for examination, however, was lost in transit within the facility. If it occurs at later time the RMA is located, the complaint will be amended. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
The reason for this complaint was reported as glenoid head retaining screw broke while inserting during surgery. The healthcare professional indicated that this event occurred during surgery, near the patient. There was a thirty minutes delay in surgery but the surgery was completed as intended. The devices were inspected prior to use and were deemed acceptable for use based on their appearance. The agent was present during surgery and was able to source replacement devices. The devices were returned to manufacturer and the device evaluation anticipated but not yet begun at djo surgical. A review of customer complaints revealed two complaints with similar issues. However the customer complaint history of the reported devices showed no present trends or on-going issues that are needing review. The root cause of this complaint is due to the glenoid head retaining screw broke while inserting. Cross-threading or failure to use the torque-limiting driver properly can contributed to this scenario. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Primary surgery - during case, primary reverse shoulder prosthesis, surgeon was in process of implanting glenosphere onto baseplate. Glenosphere was placed over the baseplate. Surgeon placed retention screw in glenosphere and began to advance. After the first turn to two turns, retention screw broke in baseplate at the second thread.